Event description:
It was reported by service report that the brakes can't be engage.

Manufacturer narrative:
(B)(4) - brake crank cam.conclusion - service tech recommended replacement of the bed base.